Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with blurred vision, heaped/edematous cornea and lid erythema of the left eye seven weeks following lasik treatment. The patient reported no complaint right after treatment but reports a blur of the left eye and minimal irritation. Additional information received; the patients symptoms are improving.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified after the day of the treatment. Logfile review for the treatment day shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).